Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported cracking and leaking of a pca tubing where the y connector was mated to another tubing for maintenance fluid. There was no patient harm.

Manufacturer narrative:
(B)(4)